Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced. Additional information from the boston scientific field representative indicates this lead was replaced due to high threshold measurements. It was noted that the high lv threshold measurements were believed to be related more to the quality of the patients heart tissue. There were no additional adverse patient effects.